Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, when they removed the right colon, there was poor staple formation and could not form the "b" shape perfectly. There was also an incomplete staple line on the proximal part. They replaced a new product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.